Manufacturer narrative:
Unit passed self-test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the pump history due to broken pin 6 trace on keypad assembly. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device alarmed a hardware low level failure during self-test. A self-test was performed again and the device passed. The customer¿s blood glucose during the incident was 8.9 mmol/l. The device will be returned for analysis.